Event description:
It was reported that the cables on the st holster are becoming frayed and increasing in the torque during sample mode of breast biopsy procedures. There have been no patient consequences reported.

Manufacturer narrative:
Green/blue cable replaced. Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable to be replaced. The device was functionally tested, met all product requirements and returned to the customer.